Manufacturer narrative:
The investigation reviewed previous complaints involving lot: 66283812 and no other complaints relating to labeling or the expiration date were found. The investigation did not identify a product problem.

Event description:
We received an allegation of an inconsistent expiration date for coaguchek xs system test strips. The reporter called to confirm the expiration date for the reported test strip lot. The reporter stated that she has an expiration date of (B)(6) 2024 while the nurse at an off-site clinic reported the expiration date on the label as (B)(6) 2024. (B)(6) 2024 is the correct expiration date.

Manufacturer narrative:
The test strip vial had already been discarded and will not be available for investigation.